Event description:
A device fracture was reported. The fathom-14 angled tip 200cm x 10cm guidewire partially fractured inside the microcatheter, and it was noted that no force was being used.

Manufacturer narrative:
Detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.